Event description:
It was reported that the device exhibited t-wave oversensing. The clinician wanted to know if there was a way to adjust around t-wave oversensing. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.